Event description:
A malfunction alarm occurred with a code labeled as malf 12; however, no notable events preceded the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted in resetting the pump and provided instructions for future reference. The customer was able to continue using the pump and was advised to report any recurring malfunction codes.